Event description:
It was reported that an ilet pump failed to charge despite over an hour on a charger showing a solid green indicator, with the device remaining at 0% battery and not increasing, consistent with a power and battery depletion malfunction of the external casing/device power subsystem. Symptoms included risk of loss of insulin delivery due to power depletion, prompting transition to backup therapy. Outcomes included temporary interruption of automated insulin delivery and reliance on alternative therapy until a replacement device arrives. Investigation included technical troubleshooting and user guidance, confirmation of correct charger placement, and testing of an alternate outlet. Investigation of this case revealed the device did not accept charge under normal use despite proper setup. It was concluded that the device exhibited a charging failure, and a replacement device was arranged while the original unit is pending return for evaluation.